Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2012-08445 and 1627487-2012-08447. It was reported that the patient had lost stimulation a few months ago. The lead had low impedances. An x-ray revealed that the leads were pulled partially out of the header. The pt is scheduled for a revision. No further info is available at this time.